Manufacturer narrative:
Eval result: check valve.

Event description:
It was reported by service report that the stretcher will not maintain its height and drifts down at the foot end. Additionally, it was later reported that the stretcher was in use in the vascular surgery ward. The caregiver would set the stretcher 1-2 inches over top of knees while sitting in stool and over the course of a 1-2 hour surgery the stretcher would be touching their knees. No adverse consequences are reported.